Manufacturer narrative:
Reference medwatch with patient for additional suspect strip lot.

Event description:
Caller states the pt tested 1.6 inr on the coaguchek system and 2.9 inr on a comparison lab. Caller is unsure which strip lot was used to produce device result. No action was taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.